Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable was replaced during the svc call.

Event description:
It was reported that the 9600 sys locked up and would not take images with controller. No pt injury was reported.